Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the clinic, the patient experienced a recurrent edema at the implant site; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2015. It is unknown whether there are plans to reimplant the patient with a new device, as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
This report is filed march 15, 2016.